Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus)') and uterine infection ('uterine infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergone confirmation test". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) ¿ uti, yeast, uterine"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain (lower abdomen)"), mood swings ("hormonal changes ¿ mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal (event menorrhagia coded elsewhere)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating") and vulvovaginal mycotic infection ("yeast infection") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (esusre removal). Essure was removed in (B)(6) 2010. At the time of the report, the device breakage, uterine perforation, uterine infection, pregnancy with contraceptive device, abortion spontaneous, urinary tract infection, migraine, headache, nausea, dyspareunia, vaginal discharge, mood swings, dysmenorrhoea and vulvovaginal mycotic infection outcome was unknown and the pelvic pain, fatigue, uterine pain, vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received: new events hormonal changes ¿ mood swings; abnormal bleeding (vaginal/menorrhagia), dysmenorrhea (cramping), perforation (uterus), gastrointestinal or digestive system condition ¿ bloating were added. Previously reported event infection updated uti, yeast infection, uterine infection. Outcome for previously reported events pain and fatigue was updated to recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone confirmation test" and device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), infection ("infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and uterine pain ("uterus pain (lower abdomen)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure was removed in (B)(6) 2010. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, infection, migraine, headache, nausea, dyspareunia, pelvic pain, fatigue, vaginal discharge and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, dyspareunia, fatigue, headache, infection, migraine, nausea, pelvic pain, pregnancy with contraceptive device, uterine pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergone confirmation test" and device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), infection ("infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and uterine pain ("uterus pain (lower abdomen)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure was removed in (B)(6) 2010. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, infection, migraine, headache, nausea, dyspareunia, pelvic pain, fatigue, vaginal discharge and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, dyspareunia, fatigue, headache, infection, migraine, nausea, pelvic pain, pregnancy with contraceptive device, uterine pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2019: plaintiff fact sheet- events she didn't undergone confirmation test, pregnancy (stillbirth or miscarriage), infection, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), pain, fatigue, vaginal discharge were added. Event injury was deleted and device category changed from device other event to incident. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.